Event description:
It was reported (via follow-up) that it may be the fan that was the reason for the return of this programmer for service. There were no patient issues. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed a noisy system fan and in addition determined that the electrocardiogram connector was loose and that the programmer needed a new system fan and its link electronic module board replaced, however the programmer is no longer needed and will be scrapped. (B)(4).